Event description:
Pt underwent allograft reconstruction of anterior cruciate ligament. Subsequently failed. At time of arthroscopy pt was found to have to broken tip of the delta screw in the lateral compartment. The remainder of the screw was contained in the tibial tunnel.